Manufacturer narrative:
No additional information available. MDR reportable event trends are reviewed quarterly in franchise management review meetings. H5: unknown as specific acuvue product not specified.

Event description:
This medwatch is to report one of fifteen cases of fungal keratitis associated with contact lenses manufactured by our firm. This cases were reported in a retrospective study published by elvin h. Yildiz, et al in the journal "cornea" december 2010, volume 29, pages 1406 - 1411. The study was a retrospective chart review of all patients diagnosed with fungal keratitis presenting to the cornea service at wills eye institute between 04/01/1999 and 12/31/2008. All patients with culture-positive fungal infection (defined as fungal growth on 2 separate culture media), histopathological diagnosis of fungal keratitis, and culture-negative cases that were diagnosed clinically on the basis of the response to antifungal treatment after failure of antibiotic therapy were included. Seventy-eight eyes of 76 patients were identified; 28 of the cases were associated with contact lens wear and of those cases, 15 were associated with contact lenses manufactured by our firm. Eleven cases were associated with acuvue 2 brand contact lenses, two cases with acuvue oasys brand contact lenses, one case was identified as "acuvue" and one case was identified as "hydroclear". Hydroclear is the trade name for the proprietary internal wetting agent used in the silicone hydrogel contact lenses manufactured by our firm. (B)(6): contact lens-related fungal keratitis cases, risk factors, and causative organisms, provides the following information. This case was diagnosed in 2005, the patient was wearing "acuvue 2", the organism was identified as fusarium, the solution was unknown, over wear: negative/ extended wear: negative. Accompanying conditions: "a history of herpetic stromal keratitis to topical steroid before infection." We contacted one of the authors who could provide no additional information, but stated that "I can tell you that none of the lens were saved as we just don't do that. "